Event description:
The customer reported that she was been experiencing high blood glucose levels, nausea and dizziness. The customer stated she has also been having multiple no delivery alarms. The customer also stated that she made a visit to urgent care due to high blood glucose levels after making adjustments to her basal rates. In addition, the customer stated that she has been experiencing low blood glucose levels. The customer did not have time to troubleshoot, and stated she would call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge